Event description:
It was reported that the patient¿s entire system was removed due to an infection at the device pocket. A culture of the device pocket revealed staph aureus and antibiotic treatment was necessary. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0334k, implanted: (B)(6) 2012, product type: lead. (B)(4).